Event description:
A customer had a problem with an scd system. The customer reports the patient had a total knee replacement of the left knee performed in 2003. The patient complained of right lower extremity pain post-op and returned to surgery three days later for a fascial release of anterior lateral and posterior compartments.